Event description:
It was reported a potassium 20meq IV was hung as a secondary infusion. The primary infusion was lower. The medication was programmed for 50ml/hr. Potassium bag noted to be empty although pump said 44ml remaining for infusion. There was no injury to the patient.

Manufacturer narrative:
Inspection: n/a, only the pcu event log was received for investigation. Log analysis results: the pcu event log shows pump module s/n (B)(6) was in use and infusing drugid 3 at a rate of 10ml/hr (initially programmed at 2:23 pm on (B)(6) 2020. At 2:21 am on (B)(6) 2020, the device alarmed for patient side occlusion. The device was paused and then the infusion was restarted at 2:23 am. At 2:59 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 1ml/hr. The user then changed the vtbi to 40ml and started the infusion. At 4:03 am, the user programmed a secondary infusion of drugid 367 to infuse at 50ml/hr with a vtbi of 50ml. At 5:03 am, the secondary infusion completed, and the device transitioned to the primary infusion running at 10ml/hr. At 5:21 am, the user selected the device and restored and started the previous secondary infusion running at 50ml/hr with a vtbi of 50ml. At 5:28 am, the device was paused. At 5:30 am, the user changed the user changed the vtbi of the secondary infusion to 0.1ml and started the infusion. Eighteen seconds later, the secondary infusion completed, and the device transitioned to the primary infusion running at 10ml/hr. At 5:31 am the device was paused and then the device was removed from the system. The volume recorded as being infused during this period was 19.384ml for the primary infusion and 56.075ml for the secondary infusion. Test results: n/a, log review only. Test method: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 06 december 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the reported inaccurate infusion rate of potassium was not identified. The report of an inaccurate infusion rate of potassium was not confirmed during the investigation. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows there were two secondary infusions programmed on (B)(6) 2020. The first was programmed at 4:03 am and completed as programmed at 5:03 am. The second was programmed at 5:21 am. This infusion was paused at 5:28 am and had the vtbi changed to 0.1ml at 5:30 am. The device was then removed from the system at 5:31 am. The volume recorded as being infused during this period was 56.075ml for the two secondary infusions. The device was not returned for investigation. The disposable sets were not returned for investigation. The device was being used for treatment no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported a potassium 20meq IV was hung as a secondary infusion. The primary infusion was lower. The medication was programmed for 50ml/hr. Potassium bag noted to be empty although pump said 44ml remaining for infusion. There was no injury to the patient.